Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a corneal ulcer on the right eye (od) at a 1 month post-operative exam. A brief description from the surgery center indicated the patient had come in at a 3 week post op exam with a corneal ulcer with no pain or symptoms. At a 6 week post op visit, a debridement was performed. The surgery center indicated the symptoms have been resolved. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -.75 x 111, left eye pre-op 20/20 -2.25 x -.75 x 165. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was reported that the account provided an incorrect sn of the system. The correct sn is (B)(4). As a result the following fields are being corrected: model number: 20005d (B)(4). Manufacturing date: 5/31/2008. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.